Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and required maintenance. A field service engineer (fse) found that all light emitting diode (led) on the control printed circuit board assembly (pcba) of the main full height drawer 6 were off. The fse replaced the pyxibus module controller (pmc) and the drawer control pcba, reassigned the drawer position, and confirmed that the hardware test application test passed. The pharmacy technician also tested the drawer and reported no problems. The system functioned as intended after the field service engineer repaired the device.